Manufacturer narrative:
This report is being sent to correct b5.

Event description:
It was reported that remote monitoring alert was received for increased left ventricular (lv) threshold measurements and the patient was subsequently seen in-clinic. During the device data review, increased right ventricular (rv) lead threshold measurements were noted and loss of lv capture was observed. The patient was referred for diagnostic imaging. The physician initially elected to program off the auto-capture feature and are continuing with remote monitoring. However, recently, due to the continued increased threshold measurements, the physician elected to surgically replace the rv lead and implant a new lead. During the procedure, there were insertion difficulties with the new lead due to the patient's anatomy, so the physician also elected to additionally implant a new device. The previous device was left in situ. No additional adverse patient effects were reported. The lv lead is not a boston scientific product.

Event description:
It was reported that remote monitoring alert was received for increased left ventricular (lv) threshold measurements and the patient was subsequently seen in-clinic. During the device data review, increased right ventricular (rv) lead threshold measurements were noted and loss of lv capture was observed. The patient was referred for diagnostic imaging. The physician initially elected to program off the auto-capture feature and are continuing with remote monitoring. However, recently, due to the continued increased threshold measurements, the physician elected to surgically replace the rv lead and implant a new lead. During the procedure, there were insertion difficulties with the new lead due to the patient's anatomy, so the physician also elected to surgically explant and replace the implantable device. Information has been requested regarding whether the device will be returned for analysis and the current location of this rv lead, but a response has not yet been received. No additional adverse patient effects were reported. The lv lead is not a boston scientific product.